Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/24/2016 with the following findings: there were multiple consecutive pump reboots observed after replace battery alarms. The battery compartment and cap were undamaged and able to fit securely. Evidence of moisture ingress was observed on the display screen and the leak test failed due to a display lens leak. The keypad was unresponsive upon start up, so further testing regarding the temperature complaint could not be completed. The keypad rubber was undamaged; the keypad was removed and no contamination or damage was found to the key¿s contacts. The pump¿s cover was removed and further moisture ingress was found to the display screen, the motor flex/connector, and to the keypad flex/connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.